Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint condition could be not be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : manufacturing location: monument, manufacturing date: 26-apr-2021, expiration date: 01-apr-2031, part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot number: 130p995 (sterile) . Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive , lot number: 92p9035, part number: 04.037.912.4, wave spring, shim ended, lot number: 77p1406, part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 82p4670, part number: 21127, timoagri16.00 bp80 , lot number: 59p0325. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that the two trochanteric fixation nail advanced (tfna) sets that were sent each had faulty demo nails. In one set, the tfna nail had a broken locking mechanism, and on the other the nail¿s alignment was off such that the blade would not pass through. There was no patient involvement. This report is for a 10mm/130 deg titanium (ti) cannulated tfna nail. This is report 2 of 2 for (B)(4).